Event description:
It was reported that on august 21st a myosure procedure was performed and the omniscope already somewhat reduced vision. Starting pressure 70 mmhg. The myoma/myomas brought a vue and started morcellation. Cloudier image causing stopped morcellation. Repositioning of hysteroscope to obtain a better image. During positioning slipped out of the cervix. Got tissue a vue which was identified as a patch of myoma. Upon activation of the xl to remove a small patch of myoma, the patient immediately reported pain. Immediate activation of the fluent pump to get intrauterine pressure to 70mmhg. One activation of the myosure device did remove part of the vagina wall and bladder, therefore a perforation of the bladder and vaginal wall happened. A few hours after the procedure, the patient underwent an emergency laparotomy to close the bladder lesion and lesion in the vaginal wall. The patient received a pfannenstiel incision. The vaginal wall and bladder were closed. The patient is doing well. The patient has had an indwelling catheter for a week. On september 13th, the patient had the double-j catheters removed and the bladder was intact on cystoscopy. The patient will have another ultrasound kidney to check for residual damage. The patient is otherwise feeling well. No additional information available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.